Manufacturer narrative:
This is our final report on this incident. Our initial report was issued for solidscreen ii anti-d blend. This was changed in the final report at hand because we found the instrument to be causative for the reported incident.

Event description:
The customer reported a false positive result of rh negative controls when tested with solidscreen ii anti-d blend on tango optimo. The customer used real patient samples for controls. The customer announced to send in the supposedly defective product solidscreen ii anti-d blend for investigational testing as well as the patient samples which had caused the false positive results but in fact did not send in the material. Therefore our quality control laboratory tested their retention sample of solidscreen ii anti-d blend with different positive and negative samples. All positive and negative results were correct. We did not observe any false positive result. Testing by our quality control laboratory confirmed the allegedly defective lot of solidscreen ii anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers who found worn left and right needles as well as worn syringes. Replacement of these parts solved the issue and the tango optimo generated acceptable weak d results. The instrument is again working within specifications.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported a false positive result of rh negative controls when tested with solidscreen ii anti-d blend on tango optimo. The customer used real patient samples for controls. The customer announced to send in the supposedly defective product solidscreen ii anti-d blend for investigational testing as well as the patient samples which had caused the false positive results. We are still waiting for the material.